Manufacturer narrative:
The accounts maintenance replaced the brake detent to repair the bed.

Event description:
The accounts maintenance stated the brake detent is broken on the bed. The brakes would set, but moving the bed, the brakes would pop out of brake.